Event description:
The customer reported via phone call that they experienced high blood glucose following no delivery alarms on the insulin pump. The customer's blood glucose was 518 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer had chest pains and numbness in their arm from their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the customer's insulin pump. It was also found the customer had a bent cannula after removing their infusion set. The customer declined further troubleshooting for the insulin pump. Customer's current blood glucose was 262 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.